Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test with associated service code 203. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, smd relay component k3 and an improper output when energy was applied. The cause of the pulse test failure is the improper output from k3. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective component. The last pt to use this monitor did not report any deficiencies.